Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15158. It was reported the patient experienced ineffective stimulation. Diagnostics indicated invalid impedances with one lead, however reprogramming was able to provide satisfactory stimulation for the patient. Follow-up information revealed the patient's stimulation was again ineffective and surgical intervention was undertaken and the leads were explanted.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.